Manufacturer narrative:
Other, secondary intervention.

Event description:
A 2.5 mm diameter x 12 mm length micro driver otw coronary stent system was inserted into a patient for the treatment of an unknown lesion. The lesion morphology is unknown. It was reported that the lesion was pre-dilated. While attempting to reach the lesion site, the stent was unable to cross the lesion; the physician attempted to remove the entire system. While removing the entire system, the guide and guide wire flipped out of position causing the stent to be stripped off of the delivery system. The stent was retrieved with a snare from the axillary artery where it had dislodged. It was reported that no other stent would cross the lesion and the case was completed. No additional clinical sequelae were reported and the patient is fine.